Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes are dqe, qaq, mud, dxn, dsb, qms, fll.

Event description:
It was reported, that during use with this hemosphere monitor, that the central venous pressure (cvp) was doubled in value. The user confirmed that the map and cvp were not crossed, analog cables were changed, and the monitor was brought to a different room and connected to a different bedside monitor but the issue continued. There was no allegation of patient harm.

Manufacturer narrative:
A product evaluation was completed on the returned monitor. Per product evaluation, the reported event was unable to be replicated. This hemosphere monitor successfully powered on and passed post. No error messages were observed. Analog input cvp check procedure verified cvp and map values were correctly displayed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. No root cause for the reported inaccurate values could be identified since the issue was unable to replicated. A device history record review was completed and documented that device met all specifications upon distribution.